Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the critical override notices were cleared. A technical support specialist (tss) dialed into the server and ran the downtime query, confirming that messages were crossed over correctly. Health sight viewer (hsv) was checked, and after approximately 10-15 minutes the critical override notice cleared on its own. Tss contacted the customer, who confirmed that the issue had resolved itself. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a device entered critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.